Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/07/2025, it was reported by a sales representative via (B)(4) that an ar-9545-t15-01 driver shaft torque driver broke away and had bad bearings. This was discovered during the case with no patient harm.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided ¿ which may include the returned device (if available), photographs, videos, the event description, and any additional field input ¿ arthrex has determined the most likely cause. The most likely cause is attributed to misaligned insertion or prying and leveraging the device with excessive torquing force.